Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm tmicl12.6 implantable collamer lens, -09.00/+2.0/090 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/ length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. Claim # (B)(4).